Event description:
It was reported a 6f angio-seal device was deployed without complication following a diagnostic procedure. Two days later the pt underwent an interventional procedure. The puncture site was 1 cm above the previous site. A preplacement angiogram was performed and an 8f angio-seal sts plus device was deployed. Approximately six hours later, the pt was assisted to the restroom by a nurse and the puncture site began to bleed. The nurse was not able to gain control with manual pressure. Several staff members could not gain control of the bleeding and IV access was lost; the pt expired shortly thereafter. The medical examiner did not request an autopsy.